Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that when the customer connected the product to an anesthesia device during the pre-use check, leakage of air was observed. No patient injury.